Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and used a new bottle of insulin and was able to resume insulin delivery. Customer's blood glucose was 160-315 mg/dl.